Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Tandem technical support (cts) educated customer how to reset pump. There was no reported impact adverse impact to the customer. Customer declined further troubleshooting from cts.